Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.0 inr/3.0 inr; 2.0 inr/3.3 inr; 2.1 inr/1.6 inr; 2.6 inr/1.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 1: information is recorded within the medwatch. Patient 2: female; (B)(6). Patient 3: female; (B)(6) section. Patient 4: female; (B)(6).